Manufacturer narrative:
The event occurred in (B)(6). It was reported that during initiation of ECMO of the hls set negative pressure sensor was reading -70, then the reading decreased until it reached zero even after that it started to go up until it reach + 400. At the same time all the other pressures (pre-membrane and post membrane) was normal. The patient is okay and still alive under support of ECMO. The team in hospital tried to calibrate the venous pressure sensor but still reading is positive. They checked the pressure cable, and it was intact and in place, the team decided to change the machine and after that the problem still existing. The pre pump reading is positive after the hls set was replaced. There were no visible clots on the pump. No harm to any person has been reported. Due to the exchange during use a report is required. The affected product is not available for technical investigation as the hls set was discarded by the customer. The exact root cause remains unknown. However, according to the risk assessment of the hls set, the following root cause can lead to the reported failure: - damage of the electrical sensors due to condensed water on the flexible circuit board - no / wrong pressure measurement due to malfunction of the pressure sensor. A medical consultation was performed by getinge medical affairs on (B)(6) 2024 with following conclusion: "according to the customer, the rise in venous pressure (pven) impacted both blood flow and the patient, although the specific nature of these effects was not further detailed. Typically, the intervention and alarm thresholds for venous pressure sensors are set in a negative range. Since the customer provided no additional information on the relationship between the pven increase, blood flow, or the patient's condition, it can only be assumed that excessively negative pven values might not have been detected. Incorrect pven values could result in the ch-I failing to trigger either an alarm or stop operation of the pump in cases of suctioning at the venous cannula and/or low patient blood volume status (seen as elevated negative venous pressure). The customer also noted that the priming procedure was carried out without any abnormalities, and all pressure sensors were calibrated during this process. Additionally, the black sensor cable was inspected and confirmed to be functional. The issue with the pven was ultimately resolved only after replacing the affected hls set. The available evidence suggests a possible failure of the internal venous pressure sensor. However, this cannot be further analyzed, confirmed, or ruled out as the affected hls set was discarded. Further, due to the lack of details from the customer, the possible contribution of the patient or clinical circumstances to the reported event cannot be ascertained. In conclusion, based on the data currently available, the definitive root cause of the internal venous pressure sensor failure cannot be fully evaluated, but a faulty sensor may be suspect. Additionally, the extent to which this failure impacted blood flow or the patient¿s condition was not further specified by the customer and can only be assumed, as previously outlined." According to the instruction for use (hls set, chapter "preparation and installation") the pressure sensors have to be checked before priming. In general, it should be noted that pre-priming can have a negative impact on the sensor function and the associated pressure values and can lead to the output of unexpected / implausible pressure values shortly before use, as indicated in chapter "priming the system", where it says "only fill the system shortly before use and in accordance with the priming instructions. Calibration values are lost when the drive unit is switched off". Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The production records of the affected product were reviewed on 2024-11-18. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed an no abnormalities in regards to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported failure. Based on the results the reported failure "no venous pressure data" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Event description:
The event occurred in saudia arabia. It was reported that during initiation of ECMO of the hls set negative pressure sensor was reading -70, then the reading decreased until it reached zero even after that it started to go up until it reach + 400. At the same time all the other pressures (pre-membrane and post membrane) was normal. The patient is okay and still alive under support of ECMO. The team in hospital tried to calibrate the venous pressure sensor but still reading is positive. They checked the pressure cable, and it was intact and in place, the team decided to change the machine and after that the problem still existing. (The pre-pump reading in positive). After that the hls set was replaced which solved the problem. No harm to any person has been reported. Due to the exchanged during use a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.